Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established at this time. However, it is possible that a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. It is also possible the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the needle broke while using it. The reported issue was observed during a therapeutic ebus (endobronchial ultrasound) bronchoscopy. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. H4 device manufacturer date: the subject device was manufactured in december, 2022 based on the provided 3 digit lot information. The subject device was discarded at the user facility. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.